Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the barcode scanner failed to work because it had no light or laser when the button was pressed. Removing the top cover to check the usb connection showed that the usb cable was not fully plugged in. A field service engineer ensured the usb cable was properly secured while reinstalling the screw that holds the clamp in place. If the clamp does not tighten adequately, the usb kit strain relief should be replaced. Preventative maintenance was performed on the device. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the pyxis medstation es system barcodescanner was not working. The customer stated that there was a delay in the dispensing of the medication. No other information was released regarding the event. There were no adverse events or injuries reported based on this incident.